Manufacturer narrative:
The complaint received states that during an interventional procedure the cypher system had tracking difficulty and when it was removed from the patient it had distal edge strut uplift. The patient was a (B)(6) female. The target lesion was the distal rca ((B)(4)). The lesion was a de-novo, moderately calcified and highly tortuous. There was 90% stenosis. There was upward sloping flexion at the proximal rca ((B)(4)). The product was properly inspected and prepped and no anomalies were noted. Pre-dilation was conducted with a bc (life spear) and cypher select plus (2.5/23 mm: complaint product) was delivered to the target lesion, but it would not cross the flexion at the proximal rca. The physician pushed and pulled the cypher select plus several times to deliver it, but was unsuccessful and eventually it was retrieved from the patient. When the cypher select plus was checked outside the patient, the distal edge of the stent was confirmed to be flared. To finish the procedure, a des (xience: 2.5 mm) was delivered to the target lesion with slight friction and was implanted at the target lesion instead. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. There was no report of injury for the patient. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. However, there are possible vessel characteristics, specifically the calcification and tortuosity that may have contributed to the event.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Event description:
After unsuccessful placement of the cypher stent, the distal edge of the stent was confirmed to be flared when checked outside the patient. The patient was a (B)(6) female. The target lesion was the distal rca (aha3). The lesion was a de-novo, moderately calcified and highly tortuous. There was 90% stenosis. There was upward sloping flexion at the proximal rca (aha1). The product was properly inspected and prepped and no anomalies were noted. Pre-dilation was conducted with a bc (life spear) and cypher select plus (2.5/23mm: complaint product) was delivered to the target lesion, but it would not cross the flexion at the proximal rca. The physician pushed and pulled the cypher select plus several times to deliver it, but was unsuccessful and eventually it was retrieved from the patient. When the cypher select plus was checked outside the patient, the distal edge of the stent was confirmed to be flared. To finish the procedure, a des (xience: 2.5mm) was delivered to the target lesion with slight friction and was implanted at the target lesion instead. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use.